Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 400cc, right : 450cc) and suffered unspecified illness postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, right-sided rupture was observed. A healthcare professional reported that mammogram performed on (B)(6) 2020 prior to the revision surgery did not indicate the rupture. The patient stated that her health has deteriorated. This event was reported FDA via mw5100894. This report is the left-sided prosthesis. Previously, this event was submitted through the manufacturer report number 1645337-2021-07750.